Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the reason for call was patient said they were going to have the implanted neurostimulators removed on tuesday because they were not getting pain relief from it and sometimes it increased their pain. During the trial the patient got pain relief but when the implant was put in, they never got good pain relief. Patient said they had no unreasonable expectations that the implant would get rid of 100% of their pain but initially it did seem like it was helping but then it was not helping. When the patient would have the implant on, they would get more pain and the leads and everything had not moved. Patient went to a pain management doctor and used pain management to help with the pain and acupuncture. The pain management healthcare provider suggested that maybe the nerve was being irritated by where the battery pack was on the clinical nerve. Patient had the implant off most of the time since april and it did not affect their pain level whether it was on or off. Patient mentioned that when they turned the implant back on, they got more pain than when it was off even when their rep put their programs to their original groups of abcs. Pt noticed the ins was not helping right away maybe 3 months after it was turned on.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.